Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and developed a hematoma and disseminated intravascular coagulation. The patient was transfused with packed red blood cells, platelets, and cryoprecipitate. The patient was taken to surgery for a hematoma evacuation and became hypoxic during transport. Additionally, the patient had ventricular tachycardia. Amiodarone was given. Impella 5.5 support continued.